Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit was returned for evaluation. The filter was received inside the filter storage tube and appeared to be partially exposed from the proximal end of the storage tube. Skiving was noted to the storage tube due to advancement of the filter. Therefore, the investigation is unconfirmed for failure to expand as the filter was returned inside the storage tube. However, the investigation is confirmed for failure to advance as the filter was returned inside the storage tube and skiving was noted to the storage tube. A definitive root cause for the reported activation failure including expansion failure and identified advancement issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system that are cleared in the us. The pro code and 510 k number for the denali jugular system are identified in d2 and g4. H10: d4 (expiry date: 04/2024), g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a filter placement procedure through the right internal jugular vein, the filter allegedly failed to expand. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a filter placement procedure through the right internal jugular vein, the filter allegedly failed to expand. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali jugular system that are cleared in the us. The pro code and 510 k number for the denali jugular system are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2024).